Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The explant is yet to be scheduled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep stated that the surgery date would be announced once the workers compensation is approved. Caller was looking to speak with someone to obtain documentation for suggested explant that they can provide for worker's comp. Technical services (tss) reviewed that they would reach out to someone and patient relations for further assistance. No new info

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was that the controller charged, however when the patient tried to recharge the implanted neurostimulator, the controller would say no device found. Caller stated that the patient was in severe annoyance right now. Agent had the caller reset the controller. Caller confirmed that there was no apparent damage to the equipment. Caller was not with the patient at the time of the call (pt was at work), so troubleshooting could not be performed. Agent advised the caller to call patient services back for further troubleshooting once the pt was present as well. Additional information received from patient representative. Pt rep called back and stated that pt wants a whole new charging kit and he has already tried troubleshooting. Pss reviewed that pt needs to call with equipment so troubleshooting can be done. Caller did verify that pt has been trying passive recharge mode low 95 and high 100 with the green light flashing but after some time the screen showed "no device found" again with no connection. Caller reported seeing "checking recharger" screen for a long time. Pss is sending a request to repair for the rtm cord additional information received from patient representative. Patient called in stating that they have been trying to charge the implant since friday night but keep getting no device found. Patient stated that it just says trying to recharge and despite showing high numbers it still shows no device found. Patient stated they've been without the stimulator all weekend and are in a lot of pain. Patient stated they had to leave work early to call and do troubleshooting per the earlier call. Agent reviewed with patient that a replacement recharger had been ordered already given previous information. Agent advised patient try the replacement recharger and call back if further assistance is necessary.. Additional information received from patient. Patient called back stating they got the replacement recharger and that their issue was persisting. Patient noted they just reset the controller and were trying to start an implant charge session to see if that helped but reported getting no device found. Patient confirmed their last successful implant charge session was on friday. During the call when checking for damage on the controller charging port, patient confirmed that when they tried to unplug the new paddle from the controller charging port, it had been kind of weird from day 1. Patient clarified that the plug in part of the charger battery pack had been weird to plug in since they got it a few months ago; agent understood that the controller charging port was difficult to plug in to and that the patient got a replacement controller (see previous case history). Patient unlocked the controller with nothing plugged into it and saw no device found. The issue was not resolved. Agent reviewed information. An email was sent to the repair d epartment to replace the controller. Agent closed case. Additional information received from patient. Pt has received an rtm replacement and a replacement controller but pt is still not able to connect to charge the ins. Pt tried to pair the controller to the ins with pss on the line - pt went through 2 cycles of passive recharge mode but was still getting "no device found" pss is sending a message to the field as an fyi> additional information received from patient. Caller reports patient last charge his implant was this past thursday. Caller reports he attempted to charge this past friday, but patient was not able to connect to the implant. Caller reports he has performed 3 passive recharge and continues to see reposition recharger. Caller reports the antenna locator is 95-98. Suggest disable the device and re-enable. Caller reports he is now seeing passive recharge again. Caller reports patient hears a clicking sound on the recharger, would he heard before and got a replacement recharger which then resolved his recharging issue. Disable and re-enable x2 did not resolve the issue. Continue to see the passive recharge screen, charging recharge quality. Caller reports patient continues to hear a clicking sound on the recharger. Caller do not have a spare recharger. Caller reports the recharger patient have is a newer model recharger. Email sent to repair for a replacement. Additional information received from patient. Pt has done multiple (9+) passive recharge sessions over this past weekend with new rtm but this hasn't resolved the issue. Tss reviewed that controller and rtm (x2) have been replaced in past few weeks. Passive charging numbers have been 95+. Per caller, pt hasn't had any trauma, falls or procedures and hasn't had any changes at the ins pocket. Exposure to machinery unknown but pt does work as construction foreman. They did try disable/enable feature last wed numerous times but caller didn't know how charged up the ins was prior to these attempts. Caller is hoping to meet with pt at 4pm his time (6pm central time). Spoke with caller again who met with pt. Pt had done 2 passive charging sessions prior to mtg with caller. There is no tablet telemetry and no controller telemetry without rtm. Pt still getting passive recharging with rtm. Tried disable/enable feature 3x and this didn't resolve the issue. Pt does not work with heavy machinery and does not do any welding. Tss reviewed that this case would be escalated and discussed with engring this week for next steps. Additional information received from patient. Spoke with caller and reviewed that this case was reviewed with engineering and that no further troubleshooting could be done and that an ins explant should be considered.

Event description:
On 2024-jul-22 (B)(4) (con): additional information received from patient representative. Pt rep called back and stated that pt wants a whole new charging kit and he has already tried troubleshooting. Pss reviewed that pt needs to call with equipment so troubleshooting can be done. Caller did verify that pt has been trying passive recharge mode low 95 and high 100 with the green light flashing but after some time the screen showed "no device found" again with no connection. Caller reported seeing "checking recharger" screen for a long time. Pss is sending a request to repair for the rtm cord 2024-jul-22 (B)(4) (con): additional information received from patient representative. Patient called in stating that they have been trying to charge the implant since friday night but keep getting no device found. Patient stated that it just says trying to recharge and despite showing high numbers it still shows no device found. Patient stated they've been without the stimulator all weekend and are in a lot of pain. Patient stated they had to leave work early to call and do troubleshooting per the earlier call. Agent reviewed with patient that a replacement recharger had been ordered already given previous information. Agent advised patient try the replacement recharger and call back if further assistance is necessary. 2024-jul-22, (B)(4) (con): additional information received from patient. Patient called back stating they got the replacement recharger and that their issue was persisting. Patient noted they just reset the controller and were trying to start an implant charge session to see if that helped but reported getting no device found. Patient confirmed their last successful implant charge session was on friday. During the call when checking for damage on the controller charging port, patient confirmed that when they tried to unplug the new paddle from the controller charging port, it had been kind of weird from day 1. Patient clarified that the plug in part of the charger battery pack had been weird to plug in since they got it a few months ago; agent understood that the controller charging port was difficult to plug in to and that the patient got a replacement controller (see previous case history). Patient unlocked the controller with nothing plugged into it and saw no device found. The issue was not resolved. Agent reviewed information. An email was sent to the repair department to replace the controller. Agent closed case. 2024-jul-22, (B)(4) (con): additional information received from patient. Pt has received an rtm replacement and a replacement controller but pt is still not able to connect to charge the ins. Pt tried to pair the controller to the ins with pss on the line - pt went through 2 cycles of passive recharge mode but was still getting "no device found" pss is sending a message to the field as an fyi> 2024-jul-25 (B)(4) (con): additional information received from patient. Caller reports patient last charge his implant was this past thursday. Caller reports he attempted to charge this past friday, but patient was not able to connect to the implant. Caller reports he has performed 3 passive recharge and continues to see reposition recharger. Caller reports the antenna locator is 95-98. Suggest disable the device and re-enable. Caller reports he is now seeing passive recharge again. Caller reports patient hears a clicking sound on the recharger, would he heard before and got a replacement recharger which then resolved his recharging issue. Disable and re-enable x2 did not resolve the issue. Continue to see the passive recharge screen, charging recharge quality. Caller reports patient continues to hear a clicking sound on the recharger. Caller do not have a spare recharger. Caller reports the recharger patient have is a newer model recharger. Email sent to repair for a replacement. 2024-jul-29 (B)(4) (con): additional information received from patient. Pt has done multiple (9+) passive recharge sessions over this past weekend with new rtm but this hasn't resolved the issue. Tss reviewed that controller and rtm (x2) have been replaced in past few weeks. Passive charging numbers have been 95+. Per caller, pt hasn't had any trauma, falls or procedures and hasn't had any changes at the ins pocket. Exposure to machinery unknown but pt does work as construction foreman. They did try disable/enable feature last wed numerous times but caller didn't know how charged up the ins was prior to these attempts. Caller is hoping to meet with pt at 4pm his time (6pm central time). Spoke with caller again who met with pt. Pt had done 2 passive charging sessions prior to mtg with caller. There is no tablet telemetry and no controller telemetry without rtm. Pt still getting passive recharging with rtm. Tried disable/enable feature 3x and this didn't resolve the issue. Pt does not work with heavy machinery and does not do any weldin g. Tss reviewed that this case would be escalated and discussed with engring this week for next steps. 2024-aug-01 (B)(4) (con): additional information received from patient. Spoke with caller and reviewed that this case was reviewed with engineering and that no further troubleshooting could be done and that an ins explant should be considered. .2024-aug-19 e1 (rep): rep stated that the surgery date would be announced once the workers compensation is approved. 2024-aug-30 (B)(4) (con): caller was looking to speak with someone to obtain documentation for suggested explant that they can provide for worker's comp. Technical services (tss) reviewed that they would reach out to someone and patient relations for further assistance. No new info.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, lot#serial#: (B)(6), product type: recharger, product ID: 97745nt, lot#serial#: (B)(6), product ID: 97745, lot#serial#: (B)(6), product type: programmer, patient product ID: 97755, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative. It was reported that they spoke with another manufacturing representative and the replacement of this patient's ins is still pending.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.